Event description:
Procedure type: thoracic pneumothorax. According to the reporter: using 030458 and 030455, a lesion on apex area was excised. Another lesion on s6 was excised with 030458. No problem was found by leakage test and the incision was closed. However, symptom of leakage was confirmed before leaving operating room, and the incision was re-opened. Small air bubbles were seen around several staple holes on the apex area. Add'l resection was done with two 030459 and operation was completed without using blood product etc. There was oozing. No tissue damage. Nothing fell into cavity. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).